Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner sheath exhibited a situation where the ceramic sheath tip broke and fell inside a patient and the customer indicated that all the broken pieces were retrieved from the patient. The issue occurred during a therapeutic transurethral resection bladder tumor procedure (turbt) and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-0080000. This report is being supplemented to provide additional information based on the final investigation. Updated fields- b1, b2, h1, h3, h6, h11. Corrected fields, d8, h6. The device serial lot/serial number for the affected device could not be obtained. Therefore, a DHR review could not be performed. The device was not returned to olympus and the reported failure could not be confirmed. The definitive root cause of the reported issue could not be determined. However, the likey cause of the issue could probably be to the following reasons: 1 wear and tear, excessive force could have been applied. 2. The subject device damage could have was thermally and mechanically induced. Additionally, it also assumed that the damage/wear of the device could have been triggered during the last preparation of the instrument (cleaning, disinfection and sterilization) or during the last procedure. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer